Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load properly. The blue wings were sticking when the scrubs were attempting to load them damaging the wire inside and rendering the device unusable. Replacement device opened and procedure continued no harm caused to the patient.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load properly. The blue wings were sticking when the scrubs were attempting to load them damaging the wire inside and rendering the device unusable. Replacement device opened and procedure continued no harm caused to the patient.